Event description:
On october 21st, 2024 bvi has been informed about forceps (part number: 581486) included in the procedural eye kit ( part number: 591663) that were not closing properly during the capsulorhexis. Once that happened, the surgeon viewed under the microscope in the anterior chamber and confirmed the tips of the forceps were not meeting during the rhexis and resulted in a complicated procedure. The surgeon explained that the capsulorhexis, which is usually curvilinear (round) was non-curvilinear (not round). After performing the capsulorhexis, the surgeon moved on to hydrodissection step which separates the tissue from the capsule making it easier to manipulate and remove the cataract. While performing the hydrodissection, the iris prolapsed (moved out of placed) and caused the capsule to tear, which in turn caused lens fragments to drop into the vitreous (the back of the eye). This caused the need for the pars plana vitrectomy. As the vitrectomy, which is not part of routine cataract surgery, is considered medical intervention we concluded the situation described to meet the definition of serious injury and thus decided to report this as serious incident to competent authorities.

Manufacturer narrative:
The customer who raised the complaint received custom procedure pack #591663, lot#3521560 and described the issue to be connected with failure of the forceps (part number #581486), which is included in the pack. The analysis of manufacturing data shows that custom procedure pack #591663, lot#3521560 was built in a quantity of (B)(4). Forceps # 581486 used to build those packs where from two different lots, lot# 3512894 x 200, and lot# 3512895 x 52. As the customer did not specify details of the forceps used and they have confirmed the product is not available for a return, we are not able to narrow the lot number of the forceps involved in the incident to one only. Additional information will be provided following investigation conclusion.

Manufacturer narrative:
Bvi quality assurance team has followed internal procedures to conduct a thorough investigation of the complaint. The analysis of manufacturing data shows that custom procedure pack #591663, lot#3521560 was built on (B)(6)2024 in a quantity of (B)(4). Forceps # 581486 used to build those packs where from two different lots, lot# 3512894 x (B)(4), and lot# 3512895 x (B)(4). As the customer did not specify details of the forceps used and they have confirmed the product is not available for a return, we are not able to narrow the lot number of the forceps involved in the incident to one only. The investigation involved a detailed review of the procedure, training records, and device history records. No anomalies were identified during the review. All required elements of the device history record (DHR) were properly completed, including documentation of manufacturing operations, signatures, and dates. Additionally, the lot passed all required inspections. The complaint reported that during a cataract surgery, the forceps failed to close properly, resulting in misaligned tips and a non-curvilinear capsulorhexis. This caused complications during the hydrodissection phase, including iris prolapse, a capsule tear, and lens fragments falling into the vitreous, requiring a pars plana vitrectomy. Based on the additional information provided, it appears that the forceps' misalignment did not happen during the procedure. Although the nurse confirmed that no malfunction was detected before the surgery, it is suspected that the misalignment of the forceps occurred prior to or during the initial inspection but was overlooked. A failure mode where the forceps do not close properly is a known issue considering this and significantly similar products from the bvi portfolio, typically detected during pre-operative checks. In most cases, such issues are identified before the forceps are used in surgery, minimizing the risk of harm to the patient. The failure is generally observed during visual inspection of the forceps prior to use, and such issues have not been associated with severe patient outcomes. Upon further review of historical data, it is evident that the situation described in this complaint is considered single and isolated. In summary, the most likely root cause of the situation described can be attributed to a combination of factors: · the nurse did not identify the misalignment of the forceps during pre-operative inspection. · there was an issue with the alignment of the forceps that was not immediately detectable. This malfunction, in conjunction with human oversight, resulted in a non-curvilinear capsulorhexis, contributing to the complications observed during surgery. A CAPA (corrective and preventive action) has been initiated to further investigate and evaluate the potential root causes of the reported forceps malfunctions. This action aims to identify any underlying issues and ensure that appropriate corrective measures are taken to mitigate future occurrences. Bvi will continue to monitor any feedback from our customers and take appropriate action if unfavourable trends are observed.